Event description:
Related manufacturer reference number: 2017865-2022-42656, related manufacturer reference number: 2017865-2022-42659. It was reported that the right atrial (ra) lead had dislodged, and the right ventricular (rv) lead exhibited low pacing impedance due to insulation break. During the revision procedure the ra lead helix was unable to be retracted and the implantable cardioverter defibrillator (ICD) set screw was loose, so the ICD, ra, and rv lead were explanted and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The reported events were for lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region.